Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the light guide cable buckled; however, it is not the main cause, and/or irrelevant to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).